Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, and minor scratches on the display window.

Event description:
Customer's father reported via phone call that the insulin pump alarmed button error. Customer did not recall any significant events leading to the alarm. Blood glucose value was 172 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. Itwas advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.